Manufacturer narrative:
The event occurred in (B)(6). Medwatch with(B)(6) is for mobile system 1, medwatch with (B)(6) is for mobile system 2, medwatch with (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 336 mg/dl on mobile system 1, 68 mg/dl on mobile system 2, 58 mg/dl on compact plus system within 10 minutes. No information was provided for mobile system 2 or compact plus system. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.